Manufacturer narrative:
Follow-up # 1 device evaluation: the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was not powering on. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue first began on (B)(6) 2015 at approximately 8am in the morning. The patient stated that she manages her diabetes using pills, diet and/or exercise, and reportedly continued with her usual management routine after the alleged issue began. The patient reported experiencing symptoms of sweat and dizzy an unspecified amount of time after the reported issue began, and reportedly self-treated by consuming additional food/drink on (B)(6) 2015 at approximately 8:30am.the patient confirmed that her blood glucose was not measured using any other device. At the time of troubleshooting, the csr noted that the correct test strips were being used, it was not the first use of the product and there was no misuse. The csr walked the patient through a re-test and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims the subject device would not power on and she subsequently developed signs/symptoms suggestive of an acute blood glucose excursion after the alleged meter issue began.